Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips of the er320 fell out of jaws of device five times. Surgeon finished the case with the same device. Clips that fell here removed from abdomen. Other clips were successfully applied to cystic duct and cystic artery. There was no consequence to the pt.